Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a deformed conductor coil and a cut into the insulation 34 cm distal to the is-1 connector, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. In particular the values measured during the mechanical analysis were within the specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient presented with pleuritic chest pain and dyspnea soon after system implant. Echocardiogram showed medium-sized pleural effusion and rv lead dislodgement. Lead revision was needed, and physician believed it would be beneficial to replace the whole system. A competitor system was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.